Manufacturer narrative:
Concomitant medical products: therapy date of concomitant device is unknown. The correct alert date is august 22nd, 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cortex screw is broken. Concomitant reported parts: cephalic screw (part/lot unknown, quantity 1).

Manufacturer narrative:
(B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A manufacturing investigation was performed for the subject device (cortscr ø4.5 self-tap l38 sst, part number 214.838, lot number l067929). The subject device was returned to the manufacturer with the complaint condition stating: - received parts: 1 x 280.990 / compression screw/ lot no 9935434 (concomitant), 1 x 214.838 / cortex screw / lot no l153421 (concomitant), 1 x 214.848 / cortex screw/ lot no l048788 (concomitant), 1 x 02.224.225 / lcp dhs-pl 135° 5ho l108 standard barrel / lot no. 9751876, 1 x 214.838 / cortscr ø4.5 self-tap l38 sst / lot no. L067929. - as received condition: 280.990 -> wear and tear signs visible, 214.838 / lot no l153421 -> wear and tear signs visible, 214.848 / lot no l048788 -> wear and tear signs visible, 02.224.225 -> the plate is broken in two pieces, usage marks are visible. The 214.838 / lot no. L067929 -> the screw is broken between screwhead and threaded shaft. Broken part is missing. - conclusion for 214.838 / lot no. L067929: our investigation has shown the screw is broken between screwhead and threaded shaft. Broken part is missing. The manufacturing review for does show that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately, we only have limited information in the complaint description and cannot confirm how this happened. We do suppose that the cause of the breakage is the result of a mechanical overload situation. Because of the damage the complaint relevant dimensions cannot be checked for dimensional accuracy. The design and clinical risk management (dcrm) document, was reviewed and found to adequately address the harm of this complaint condition. - conclusion for concomitant parts: our investigation shows that all received concomitant parts have wear and tear signs on their surface. There is no allegation reported in complaint description against these parts. By this no further investigation will be performed on these parts. - overall conclusion: unfortunately we only have limited information in the complaint description and cannot confirm how this happened. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Manufacturing location: (B)(4). Manufacturing date: 22. July 2016. No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a revision surgery was performed on (B)(6) 2017 due to the fracture of a dynamic hip system (dhs) plate. The plate broke at the junction between the cephalic screw and cortical screw. Impact for the patient was pain and impotence of the right lower limb due to false movement. No information available about patient outcome. The devices were initially implanted in (B)(6) 2017. All broken off pieces were revised from the patient. Concomitant parts are: 1x 280.990 / 9935434 compression screw, 1x 214.838 / l153421 cortex screw, 1x 214.848 / l048788 cortex screw. This is report 1 of 1 for (B)(4).